Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine procedure, navigation was 2-3cm inaccurate posteriorly. This was noted when checking accuracy of the o-arm spin and the surgeon touched the spinous process and pedicle. The surgeon elected not take a new o-arm spin and continued the procedure to completion, with the use of the navigation system and noting the inaccuracy. There was no impact on patient outcome.